Event description:
Boston scientific received information that the right atrial (ra) lead and pacemaker exhibited oversensing of noise. The noise was able to be reproduced with isometrics. Subsequently a revision procedure was performed where the ra lead was surgically abandoned and the pacemaker was explanted. No adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.